Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow alarms. Although a specific cause for the low flow alarms could not conclusively be determined, the account contributed the low flow events to the patient¿s condition post pump exchange. The submitted controller event log file contained data from (B)(6) 2020 at 18:17:43 to (B)(6)2020 at 11:12:03. On (B)(6) 2020 there were numerous captured events where the calculated flow was below the low flow threshold of 2.5 lpm, resulting in 7 low flow faults and 2 low flow alarms. The pump operated at the set speed for the duration of the captured data. The pump appeared to operate as expected. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2020. Heartmate 3 lvas IFU section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related manufacturer report # 2916596-2020-04370. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Manufacturer report number.

Event description:
It was reported that after patient's pump exchange on (B)(6) 2020, the patient continued to have low flows and she had a wide qrs complex overnight along with suction events. She was cardioverted three times, received amiodarone bolus twice, and 2 units of packed red blood cells. The patient was intubated and treated with fresh frozen plasma, cryo, platelets, albumin, inotropes, and pressors. Patient recovered from surgery and is now doing well at home.